Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, the ventricular setscrew was tightened without problems. However, the atrial set screw was tightened but it did not click and turned about freely. The pacemaker was replaced.

Event description:
Reportedly, during an implantation procedure, the ventricular setscrew was tightened without problems. However, the atrial set screw was tightened but it did not click and turned around freely. The pacemaker was replaced.

Manufacturer narrative:
B5: typo corrected.